Manufacturer narrative:
The device was returned but the engineering report is pending. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
After a percutaneous coronary intervention (pci), a 6f/7f mynx control vascular closure device (vcd) was put into a sheath (unknown) for hemostasis; however, when the balloon was inflated in the blood vessel, it burst and could not be used. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
After a percutaneous coronary intervention (pci), a 6f/7f mynx control vascular closure device (vcd) was put into a sheath (unknown) for hemostasis; however, when the balloon was inflated in the blood vessel, it burst and could not be used. There was no reported patient injury. The device was returned for evaluation. A non-sterile mynx control vascular closure device 6f/7f was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed. The syringe was connected to the device with the stopcock open. The sealant remained in the manufacturing position, with exposure to blood. The procedural sheath was not returned with the device. Per functional analysis, an inflation/deflation test was performed and revealed a leak in the balloon. Per microscopic analysis, visual inspection under high magnification revealed a longitudinal tear in the balloon approximately 2 mm from the balloon neck. A product history review of lot f2110401, revealed no anomalies during the manufacturing and inspection processes that can be considered potentially related to the reported complaint. The reported failure ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Based on the available information, it is impossible to determine what factors may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Users are also instructed to users are instructed to confirm via femoral arteriogram prior to using the mynx control vcd, that there is no evidence of significant pvd in the vicinity of the puncture. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time